Event description:
Device malfunction: difficult to remove. Time of malfunction: during the procedure. Symptoms/ae: none. The following event was noted during literature review: it was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, there was significant groin scarring that made it difficult to remove the starclose device. Hemostasis was achieved with manual compression. There were no reported adverse patient sequelae and no additional information was available.

Manufacturer narrative:
Attachment: mc donald sumaira, et al. Multicenter safety and efficacy analysis of assisted closure after antegrade arterial punctures using the starclose device. J endovasc ther 2007;14:498-505.